Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 30 april 2017. The fse replaced the stepper motor cup up/down and verfied drive voltage. The engineer replaced the flat cable as the cable was showing wear. Controls were run and were reported to be within range. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the cup pick up z motor

Event description:
On (B)(6) 2017 a customer reported 4151 c trans z home detect error with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting prog patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.